Event description:
The customer reported that the electrodes did not function during a code. A second set of electrodes were attached and worked. No pt problems were reported to ballard medical products.